Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') in an adult female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included menometrorrhagia, fibroids and uterine enlargement. Concomitant products included naproxen and thyroid (armour thyroid). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune hypothyroidism (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines / headaches"), headache ("migraines / headaches/ constant headache"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea cramping),"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), malaise ("been sick"), decreased appetite ("no appetite"), oropharyngeal pain ("pain in throat") and upper-airway cough syndrome ("constant drainage in throat") and was found to have weight increased ("weight gain"), hormone level abnormal ("hormonal changes describe: "losing mind") and weight decreased ("have lost 15 lbs"). The patient was treated with surgery (supracervical hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved, the autoimmune hypothyroidism, weight increased, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, hormone level abnormal, fatigue, malaise, decreased appetite, oropharyngeal pain and upper-airway cough syndrome outcome was unknown and the weight decreased had not resolved. The reporter provided no causality assessment for decreased appetite, oropharyngeal pain, upper-airway cough syndrome and weight decreased with essure. The reporter considered allergy to metals, autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, malaise, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. Concerning the injuries reported in this case the following events were reported via social media : malaise, weight decreased, decreased appetite, oropharyngeal pain and upper-airway cough syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: social media received. New events- been sick, have lost 15 lbs, no appetite, pain in throat and constant drainage were added. New reporter received. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included naproxen and thyroid (armour thyroid). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea cramping),"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe: "losing mind"). The patient was treated with surgery (supracervical hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the weight increased, female sexual dysfunction, autoimmune hypothyroidism, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, hormone level abnormal and fatigue outcome was unknown. The reporter considered allergy to metals, autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 20227410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". Concomitant products included naproxen and thyroid (armour thyroid). In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea cramping),"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe: "losing mind"). The patient was treated with surgery (supracervical hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the weight increased, female sexual dysfunction, hypothyroidism, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, hormone level abnormal and fatigue outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypothyroidism, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received: event injury replaced with events hormonal changes describe: "losing mind", abnormal bleeding (general), apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: hypothyroidism, migraines/headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, she didn¿t undergo an essure confirmation test were added. Lot number concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.